Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the tubing of the infusion set has folded back on itself and insulin was not coming out. The customer has been experiencing high blood glucose in the upper 400s mg/dl in the morning and went up to the 500s mg/dl due to issues with the infusion set. The customer treated the high readings with a shot, blood glucose then dropped to 187 mg/dl then went up in the 300s mg/dl. Customer declined troubleshooting for high blood glucose readings. Customer was advised the infusion set will be replaced. The insulin pump will not be returned.